Event description:
The rptr stated that the surestep meter had given her repeated er1 messages. She had called lifescan for a new meter, but couldn't wait any longer. She purchased a new basic meter. Upon agreement, the rptr accepted two bottles of one touch strips as a replacement instead of a refund for the basic meter.